Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient reported that it had been in for years but no longer worked. The patient stated having problems with it in 2008 and got a new remote at that time but it didn¿t work it just kind of shocked the patient. The patent then moved and went through the library and the metal detector set it off. The patient reported that it went off when she was around magnets and then it buzzed the patient until the magnet was put back on and it is turned off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# lc2094, implanted: (B)(6) 2006, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).